Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illnesses, symptomatic rupture. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implant has experienced bilateral symptomatic ruptures and unexplained systemic symptoms postoperatively, including: skin blister, itchy skin, pain, red spots, atopic dermatitis, hair loss, eye vision problems, and, blurry vision. The patient reported that biopsies were done because of skin blister patient gets. All over the body, skin is itchy, painful-skin, red spots (painful) and when drying still itchy, diagnosed with atopic dermatitis. The MRI, and mammogram examinations did not find anything abnormal. As a result, patient underwent bilateral removal on (B)(6), 2022. This report relates to the right prosthesis.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).